Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported unknown side rupture, capsular contracture baker grade IV. Patient additionally reported 5 seromas, pain that they take opioids for, their breasts hurt bad, they have been on fluid medication for a year because of the pain, shoulders are painful, clavicle is painful, and left ear pain which is probably from lymph nodes. Patient advised the symptoms seemed to go away within one month after explant surgery, but after one month they have returned even worse. Patient also advised there are "rashes all over their body" and the rashes "wax and wane." Device has been explanted.